Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging the pump¿s battery compartment was cracked and damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 07/24/2014-device evaluation: the pump has been returned and evaluated by product analysis on 07/15/2014 with the following findings:evaluation revealed a cracked battery compartment. The returned battery cap was able to fully tighten on to the pump with no power loss. No evidence of moisture damage was found in the compartment. Unrelated to the complaint, the display screen was dim and discolored. The audio bolus button cover had a hole in it.